Event description:
It was reported the patients ipg displayed a replace generator soon message indicating the device is approaching end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.